Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total protein (tp) and creatinine (cr-s) results generated by the unicel dxc 600 pro synchron clinical systems for one patient. The results were reported out of the lab. The physician questioned the results based on the patient's diagnosis and requested that the tests be repeated. The sample was re-tested, the results were higher and an amended report was issued. No treatment was given based on the false low results.

Manufacturer narrative:
The sample was drawn in a 13x100 sst tube and was centrifuged for 5 minutes. Prior to the event, cr-s and tp qc results were within the lab's established ranges. A field service engineer (fse) was dispatched and flushed the cartridge chemistries (cc) sample probe, but did no further troubleshooting at the customer's request. The event is believed to be a sample-specific issue. However, root cause for this event is unknown.